Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. According to a boston scientific crm sales representative, upon initial device interrogation there appeared to be undersensing of ventricular fibrillation (vf), which led to antitachycardia pacing (atp) and diverted episodes. There were no high energy shocks delivered. There were also some stored episodes of noise, however, were presumed to be result of the explant procedure. In a review of daily measurements, the impedances were within range and there were acceptable r-wave measurements. The device was explanted and returned for analysis.